Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an out of range shock impedance. The impedances were noted to be 0 ohms. Boston scientific technical services (ts) indicated that the value of 0 ohms indicates it may be due to electromagnetic interference (emi). Additional information was received, but the cause of the out of range impedance was unknown. This ICD remains in service. No adverse patient effects were reported.